Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 8mm x 5.00mm nc quantum apex balloon catheter was used to dilate the lesion. The physician performed pre dilatation, but the device ruptured at 15 atmospheres on the 2nd inflation. The procedure was completed with a 4.5mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.